Manufacturer narrative:
This report is filed on june 20, 2019.

Manufacturer narrative:
This report is submitted on may 7, 2019.

Event description:
Per the clinic, the patient under surgery to explant the device (date not reported) due to middle ear inflammation and a new implant was reimplanted during the same surgery.